Event description:
It was reported after slowly entering the blood vessel, it was found that there was no scale in the middle of the catheter and only the back end had a scale. Clinician dared not insert it again because he did not know how many centimeters had been inserted, so he withdrew the catheter and removed another set of catheter for insertion, and there was no scale in the middle of the catheter after withdrawal.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of missing depth markings is confirmed and was determined to be related to the manufacture of the product. One 4 fr s/l groshong nxt clearvue catheter with its inlaid stylet was returned for evaluation. An initial visual observation of the returned catheter revealed little use residues throughout the returned device. It was observed that the depth markings were missing from the 47 cm depth marking to the 23 cm depth marking. It was observed that the proximal depth markings were observed to be printed at the junction between the clear section of the catheter and the blue section of the catheter, longitudinally. It appeared that incomplete printing occurred during catheter manufacture. This complaint will be recorded for future trending and monitoring purposes.